Event description:
A customer reported an event of an odor emitting from the sterrad® 100nx sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra indicates the risk for exposure to toxic or corrosive material to be "low. The customer uses a 3rd party bio-medical engineer to service their unit. It is unknown how the parts are obtained and the type of oil used in the unit. Several attempts were made to contact the customer to inquire if the issue had been resolved but were unsuccessful. The assignable cause of the issue is unknown at this time. A customer letter will be sent providing education regarding the unit. Asp will continue to track and trend this issue.

Manufacturer narrative:
Ni